Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by using a power tool during the final tightening of the screw. The complaint event clearly states that : " [...] However, attempted to fix one screw in power until the end. So broken tip of driver, but collected the broken part in patient. [...]", and this is against the indications of the operative technique. The previously mentioned document specifies that: " [...] Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702750) together with the solid screwdriver t15 (ref 702753) and t-handle (ref 702427) (fig. 14). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a maximum torque of 4.0nm. The device will click when the torque reaches 4.0nm. [...] If inserting locking screws under power, make sure to use a low speed drill setting to avoid damage to the screw/plate interface and potential thermal necrosis. Perform final tightening by hand, as described above. [...] " the reported event was thus clearly a result of misuse from the user. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the end user usually use the screwdriver 702753 with a power driver. The power driver is used halfway and the final concluding is done by hand. However, this time it was attempted to fix one screw in power until the end which led to broken tip of driver. The broken part was removed from the patient this has been carefully confirmed by x - ray.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the end user usually use the screwdriver 702753 with a power driver. The power driver is used halfway and the final concluding is done by hand. However, this time it was attempted to fix one screw in power until the end which led to broken tip of driver. The broken part was removed from the patient this has been carefully confirmed by x - ray.